Manufacturer narrative:
Device was returned to permobil (B)(4) for evaluation. Investigation report concluded the sensor for the co-pilot was out of adjustment. Visual examination shown the co-pilot handle to have some scuff marks and the handle was not in the normal level position needed for normal operation. It was also noted the bracket for the co-pilot had a slight bend indicating prior impacts having occurred. Test operation of the device with the co-pilot in the state in which it was returned shown when force was applied to the co-pilot handle before the start up sequence is complete the wheelchair can become very difficult to handle. With the co-pilot sensor being incorrectly adjusted, the chair will maneuver in a direction that is not desired when the co-pilot is activated. After repositioning the sensor to the correct position, the co-pilot control operated as per design specification with no notable issues. Permobil concluded that cause of the event was due to misalignment of the sensor in the co-pilot handle. It remains unclear if the misalignment was caused by improper use by the attendant and/or inadvertent impacts to the co-pilot handle which forced the sensor to become misaligned. Follow-up instructions will be relayed to the caregivers as to the proper positioning and operation of the co-pilot. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report while attendant was attempting to reposition chair with the co-pilot control, the chair allegedly accelerated forward driving the device into a refrigerator. Reports indicate end-user sustained a minor injury to their foot.